Event description:
It was reported that the pump was difficult to press, although the customer did not specify if the allegation was referring specifically to touchscreen buttons or the wake button. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.